Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4). Device evaluated by manufacturer: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
Same case as MDR ID#: 2134265-2011-00904. It was reported that during a bilateral iliac stenting treatment procedure, stent damage occurred. The physician successfully deployed the 10mm x 40mm x 135cm express ld iliac/biliary stent into the right iliac artery. Next, as the super sheath was advanced up into the express ld stent, the super sheath caught the edge of the express ld stent and the express ld stent "accordioned" but did not migrate. A 10mm x 4mm sterling balloon catheter was advanced inside the express ld stent to expand the express ld stent. Another 10mm x 40mm x 135cm express ld iliac/biliary stent was advanced and deployed over the previously implanted express ld stent to secure the damaged express ld to the vessel wall and to complete the procedure. No patient complications were reported and the patient's status is ok.